Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the printer were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had damaged insulation on the interconnect cable and the printer would not work properly. No patient injury was reported.